Event description:
An elevated advia centaur troponin ultra result was obtained on a patient sample and reported to the physician. The physician questioned the result. Repeat testing was performed in duplicate on the patient sample and the test results were negative. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.